Manufacturer narrative:
The reported event of oversensing was not confirmed. The device voltage was at elective replacement indicator (eri) level upon receipt. Final analysis did not find any anomalies.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The ICD was explanted and replaced on (B)(6) 2026. The patient's condition is unknown.